Event description:
Allergic alveolitis was reported in one individual related to the use of an enzymatic based cleaning product. The incident was reported in the following publications: "annals of allergy, asthma & immunology", volume 86, april 2001. The article is titled "extrinsic allergic alveolitis from a proteolytic enzyme", pp. 425-427.